Manufacturer narrative:
Block d2b: qrb. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason.